Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. Chest pain: unable to observe since it is not related to the device. Nausea: unable to observe since it is not related to the device. Delayed healing: unable to observe since it is not related to the device. Varied injuries: unable to observe since it is not related to the device. Fatigue: unable to observe since it is not related to the device. Breast pain: unable to observe since it is not related to the device. Abscess: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Rash: unable to observe since it is not related to the device. Changes in sleep habits: unable to observe since it is not related to the device. Depression: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Infection (unknown onset): unable to observe since it is not related to the device. Autoimmune disorders: unable to observe since it is not related to the device. Other: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient's representative reported "chest pain, autoimmune disease (hashimoto's), stress leg fistula, chronic gastritis, biliary colic due to gallstone/gallbladder surgery, depression, panic attacks, heart stumbling/extrasystoles, high resting pulse, constantly swollen lymph nodes, frequent urination, lying on my stomach is no longer possible and I get severe back pain on my back, I wear a sports bra at night because it is no longer possible without it, cold hands and feet, reflux, sleep problems, slow healing, hair loss, skin eczema, tiredness, weight problems, hypothyroidism, deterioration of the eyes (vision), hormone imbalance, mastitis, frequent bladder infections, sensitive breasts, back pain due to the weight of the breast, heavy sweating, feeling of tightness in the breast, nausea, foreign body sensation, dental problems, intestinal problems, repeated abscesses under the breast due to the sagging breast". The events of "tiredness", "nausea", "frequent bladder infections", "autoimmune disease (hashimoto's)", ¿chronic gastritis¿, ¿biliary colic due to gallstone¿, ¿reflux¿, ¿hypothyroidism¿, ¿stress leg fistula¿, ¿frequent urination¿, ¿hair loss¿, ¿weight problems¿, ¿cold hands and feet¿, ¿deterioration of the eyes (vision)¿, ¿hormone imbalance¿, ¿heavy sweating¿, ¿dental problems¿, ¿intestinal problems¿ are not device related. This record relates to the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events of "abscess," "delayed healing," and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: abscess, delayed healing, and lymphadenopathy.

Event description:
Patient's representative reported "chest pain, autoimmune disease (hashimoto's), stress leg fistula, chronic gastritis, biliary colic due to gallstone/gallbladder surgery, depression, panic attacks, heart stumbling/extrasystoles, high resting pulse, constantly swollen lymph nodes, frequent urination, lying on my stomach is no longer possible and I get severe back pain on my back, I wear a sports bra at night because it is no longer possible without it, cold hands and feet, reflux, sleep problems, slow healing, hair loss, skin eczema, tiredness, weight problems, hypothyroidism, deterioration of the eyes (vision), hormone imbalance, mastitis, frequent bladder infections, sensitive breasts, back pain due to the weight of the breast, heavy sweating, feeling of tightness in the breast, nausea, foreign body sensation, dental problems, intestinal problems, repeated abscesses under the breast due to the sagging breast". The events of "tiredness", "nausea", "frequent bladder infections", "autoimmune disease (hashimoto's)", ¿chronic gastritis¿, ¿biliary colic due to gallstone¿, ¿reflux¿, ¿hypothyroidism¿, ¿stress leg fistula¿, ¿frequent urination¿, ¿hair loss¿, ¿weight problems¿, ¿cold hands and feet¿, ¿deterioration of the eyes (vision)¿, ¿hormone imbalance¿, ¿heavy sweating¿, ¿dental problems¿, ¿intestinal problems¿ are not device related. This record relates to the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
Healthcare professional later reported reported rupture.